Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The other nc trek device is being filed under a separate medwatch report. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that resistance was noted while removing the stylet, and the yellow protective sheath was difficult to remove from the 4.0x20mm nc trek rx balloon dilatation catheter. The protective sheath was eventually removed and the device was advanced in the patient anatomy. The bdc was pressurized to 20 atmospheres and held pressure; however, no contrast was noted in the balloon under fluoroscopy and the balloon was subsequently removed from the patient. The balloon was attempted to be inflated outside of the patient anatomy and still did not inflate. After operator manipulation of the bdc, the balloon finally inflated outside of the patient anatomy but was not used in the procedure. A new 4.0x20mm nc trek rx bdc was unpacked and the yellow protective sheath could not be removed from the balloon without considerable force. It was decided not to use the second nc trek rx bdc in the patient anatomy. There were no adverse patient effects, and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported inflation issue was not confirmed. The reported difficulty removing the protective sheath and mandrel/stylet could not be tested as the components were not returned. It was reported that the balloon was inflated to 20 atmospheres (atm). It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU), states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc trek is 18 atm; therefore, rbp was exceeded. In this case, it is unknown if the IFU deviation contributed to the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.